Manufacturer narrative:
(B)(4). Implant date: unknown. Medical product: van ps open intl fem-rt 62.5 catalog # 183106 lot # j3806203u. Series a pat std 31 3 peg catalog # 184764 lot # 762760. Biomet cc cruciate tray 67mm catalog # 141232 lot # j3975122. 1/8 quick rel drl sterile 2pk catalog # 32-486265 lot # 564750. Biomet cc cruciate tray 67mm catalog # 141232 lot # j3913058. Bmet regenx pri tib tray 67mm catalog # 141272 lot # 620280. Biomet finned pri stem 40mm catalog # 141314 lot # 058730. Series a pat thn 31 3 peg catalog # 184784 lot # 987200. Customer has indicated that the product will not be returned because requested but not returned by hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Visual examination of the provided photo found no damage to the articular surface. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision post implantation due to unstable knee. Articular surface prosthesis was exchanged. Attempt for further information has been made, but no further information has been provided.